Event description:
Source called nellcor puritan bennett on 6/3/98 to report the following incident: pt death. Unit apparently did not alarm when pts trach came out. Dealer rec'd unit with alarm output covered. Dealer is unsure which unit was on pt.